Event description:
Evaluation revealed that the force sensor plate was visibly damaged, the force sensor resistance was out of calibration, and that the display screen was misaligned. There was no reported pt impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor plate was visibly damaged, the force sensor resistance was out of calibration, and that the display screen was misaligned. The force sensor pins were intact and fully inserted. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring.